Event description:
As reported, when the clinician was attempting to gain access to a vein with a micropuncture sheath/needle set, the hub detached from the sheath and the sheath migrated into the pt's vein. At the time of the reporting, the pt was in stable condition; although, the sheath had not yet been removed. Navilyst medical is expecting the hub from the used device to be returned for evaluation as well as several unused devices from the reported lot.

Manufacturer narrative:
Navilyst medical has not yet received the expected samples from the hospital, therefore, a device evaluation has not yet been completed. Also expected, is a further update from the hospital on the pt condition. A follow-up medwatch will be submitted upon completion of the investigation. (B) (4).